Manufacturer narrative:
A further clinical review of the event details on (B)(6) 2015 has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR. While failure of the pta balloon to deflate required procedural improvisation by the medical professional, there was no patient injury or adverse patient outcome. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported during an angioplasty procedure, a pta balloon was difficult to inflate and then could not be deflated. The health care provider reported another sheath was inserted to puncture the balloon. There is no known impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: the distal end of the balloon was bulged and protruding out the distal end of the introducer sheath. The distal end of the sheath was examined. The edge of the sheath tip was noted to be flared, which indicates retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. An attempt was made to inflate the balloon with water using an in-house inflation device. Upon inflation, water was observing exiting the fibers, located 5.0cm from the distal tip. The balloon was stripped of its fibers and a puncture was observed 3.1cm from the distal tip. This is a likely a result of the reported balloon puncture by the user to deflate the balloon. Upon removing the fibers, it was noted that the glue bullet was not in its correct location and was lodged inside the outer catheter shaft. The polyimide was pulled distally to remove the glue bullet from the outer catheter. Upon removal, the glue bullet did not come out with the polyimide, indicating that it had dislodged from the polyimide. The glue bullet was found to be lodged inside the outer catheter shaft and was blocking the inflation/deflation ports. The catheter was cut just proximal to the balloon glue joint and the glue bullet was removed from the catheter using a 0.044" pin gauge. The glue bullet was placed on the pin gauge. The glue bullet was examined under a microscope and the edge of the bullet was not perpendicular to the polyimide. However, it is unknown if the glue bullet became damaged while it was dislodged from the shaft. It is unknown when the glue bullet became lodged inside the catheter shaft, as the use of a smaller sheath size could have contributed to the glue bullet lodging inside the catheter during insertion through the hub. Conclusion: the device was returned within a 7fr introducer sheath. The investigation is inconclusive for inflation and deflation issues, as the balloon was unable to be functionally tested due to the condition of the returned sample (i.e. Balloon punctured). The investigation is confirmed for retraction problems, as the balloon was unable to be retracted through the sheath and the distal end of the sheath was flared. The root cause for the deflation issues is unknown. It is unknown whether the deflation issues contributed to the retraction issues, as the user used a smaller sheath size than indicated per device labeling (7fr instead of 8fr). It is possible that the use of a smaller sized sheath caused the glue bullet to become lodged within the catheter shaft during insertion through the hub. Labeling review: the conquest pta instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(6). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.